Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0013130524); product type: 0195-heart valves; implant date n/a; explant date n/a. Product ID l-evolutfx-2329 (lot: 0013110378); product type: 0195-heart valves; implant date n/a; explant date n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, pre-implant balloon dilatation was performed using an 18 millimeter (mm) balloon. Imaging assessment in cusp overlap view (cov) and left anterior oblique (lao) view revealed the valve was under-expanded. The valve appeared acceptable in the lao view. The decision was made to withdraw the valve and perform a pre-dilation with a larger 22 mm balloon. A new valve was then implanted, and expansion improved in cov view and at a good depth, with uneventful deployment and a good final result. It was noted that the patient had moderate leaflet calcification and an elliptical annulus/left ventricular outflow tract (lvot) that contributed to the under expansion.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: two images were provided of the aortic annulus and left ventricular outflow tract (lvot) measurements. The annulus perimeter measured 75.8 mm and a perimeter derived diameter of 24.1 mm suggesting a 29 mm valve. The lvot tapered to a perimeter of 70.2 mm. No additional imaging was provided, and a definitive conclusion cannot be drawn. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, pre-implant balloon dilatation was performed using an 18 millimeter (mm) balloon. Imaging assessment in cusp overlap view (cov) and left anterior oblique (lao) view revealed the valve was under-expanded. The valve appeared acceptable in the lao view. The decision was made to withdraw the valve and perform a pre-dilation with a larger 22 mm balloon. A new valve was then implanted, and expansion improved in cov view and at a good depth, with uneventful deployment and a good final result. It was noted that the patient had moderate leaflet calcification and an elliptical annulus/left ventricular outflow tract (lvot) that contributed to the under expansion. No patient complications have been reported as a result of this event. Additional information was received that the better expansion of the second valve in the cov with a good final result was likely due to a larger pre-implant dilation balloon.